Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08670 inches. Device received with scratched case, pillowing keypad overlay and minor scratched lcd window. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose and lost consciousness. Emergency medical services was dispatched and customer was admitted to the hospital on (B)(6) 2019 blood glucose level was not provided at the time of hospitalization. The customer was treated with intravenous drip and shots. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer declined to continue troubleshooting. Customer also reported another hospitalization on (B)(6) 2019. The insulin pump will not be returned for analysis.